Manufacturer narrative:
Analysis: reason for return was confirmed. Visual inspection shows no outward signs of physical damage or abnormalities. Unit was sent to the blood lab for "gross air" testing. Unit was run with blood at 7 l/min for 1 hr and 50 mins, approx 5 mins into the test, blood foaming was observed over the top of sock and out the top non-filter luer port. Unable to determine at this time the cause of foaming that was observed in this unit. The device history record could not be reviewed as product identifying information was not made available for this product. Conclusion: reduced performance of the device occurred and was related to the event. Foaming blood observed in testing. Product changed out with no report pt complication.

Event description:
Medtronic received information that body fluid escaped from the joint at the top of this reservoir when extracorporeal circulation was established. It was reported that this observation had no influence on the therapy for the pt. It was reported that the device was changed out and replaced with no reported adverse pt effects.